Event description:
It was reported the surgery was delayed due to the the surgeon not being able to get the expected tension of the device.

Manufacturer narrative:
The associated devices were returned and evaluated. The visual inspection of the returned devices reveals significant signs of wear/use. A review of the complaint history shows one prior compliant with one of the listed lots/failure mode. A quality analysis was completed with the following results: one of the three clamping arms has been broken/damaged to the point of being unusable. The other part is worn and damaged. Our investigation did not determine the specific cause of the damage; however the devices were manufactured in 2009 and 2004. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
.